Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) reported that they disassembled and adjusted the unit due to the unit not properly docking with the cart. The unit passed all functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during inspection , the cardiosave intra-aortic balloon pump (iabp) battery could not be charged. There was no patient involvement.